Event description:
As reported, a bard/davol sorbafix enhanced fixation device was being used to fixate a bard/davol 3dmax light mesh during a laparoscopic tapp inguinal hernia repair procedure on (B)(6) 2021. The surgeon reported that the fasteners were difficult to be deployed and the surgeon felt that the way of piercing was harder than usual. As reported, the surgeon was able to actuate the device to deploy the fasteners but it did not provide adequate fixation to tissue when attempting fixating at the cooper¿s ligament. The contact did not identify any loose/proud fastener at the site. It was also reported that another bard/davol capsure fixation device was used to complete the procedure. There was no reported patient injury. As reported, the surgeon recognized that the reported issue may be caused by the procedure. The surgeon has been using the sorbafix device for approximately 3 years.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the surgeon attempted to fixate the 3dmax mesh near cooper's ligament. It is reported that the sorbafix fixation device is being returned for evaluation; however at this time it has not been received. Addendum: this supplemental MDR is submitted to document the results of device evaluation. The subject device was returned for evaluation. During the sample evaluation, the twelve (12) remaining fasteners were deployed successfully without issue. The reported event that fasteners would not fixate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing, as such a definitive root cause of the reported event could not be determined. However, the most likely root cause is the event occurred due to user/device interface. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device." A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in september, 2020. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the surgeon attempted to fixate the 3dmax mesh near cooper's ligament. It is reported that the sorbafix fixation device is being returned for evaluation; however at this time it has not been received. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device." A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 730 units released for distribution in (B)(6) 2020. If/when the sample is returned and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, a bard/davol sorbafix enhanced fixation device was being used to fixate a bard/davol 3dmax light mesh during a laparoscopic tapp inguinal hernia repair procedure on (B)(6) 2021. The surgeon reported that the fasteners were difficult to be deployed and the surgeon felt that the way of piercing was harder than usual. As reported, the surgeon was able to actuate the device to deploy the fasteners but it did not provide adequate fixation to tissue when attempting fixating at the cooper¿s ligament. The contact did not identify any loose/proud fastener at the site. It was also reported that another bard/davol capsure fixation device was used to complete the procedure. There was no reported patient injury. As reported, the surgeon recognized that the reported issue may be caused by the procedure. The surgeon has been using the sorbafix device for approximately 3 years.